Manufacturer narrative:
Block e1: other physician: dr. (B)(6). Block h6: imdrf device code: a05051 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower end of the esophagus during an endoscopy with esophageal varicose vein ligation procedure to treat gastroesophageal reflux performed on (B)(6) 2024. During the procedure, the ligator malfunctioned as the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.